Event description:
It was reported by a customer that on (B)(6) 2011, the fiber tip detached at 387,055 joules. Add'l info reported by the customer was the aim test was performed. There were no error codes displayed in the console when the event occurred. No pt injury was reported.